Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned off during cardiac arrest on (B)(6) 2021 and would not turn back on. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate or verify the reported issue. The device was archived by physio-control and the customer revived a replacement device. Root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device turned off during cardiac arrest on (B)(6) /2021 and would not turn back on. This issue is patient related; however there was no adverse event reported.